Manufacturer narrative:
D10 concomitant product: 18875, 18875 7.5mm taperguard evac trachealx10, (lot #: 24f1177jzx); 18880, 18880 8.0mm taperguard evac trachealx10, (lot #: 23j1313jzx). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use, there was a cuff leakage on the size 7.5 endotracheal tube. The tube was replaced with a size 8.0 and had the same failure. The tube was replaced again with a size 8.5 and was successful. It was stated that even during manual cuff manometry the cuff on both tubes lost pressure after a few minutes (from 25cmh2o to 10cmh2o), a cuff controller regularly alarmed ¿cuff leakage¿ and had to keep pumping to maintain the pressure.